Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the afternoon of (B)(6) 2012. The patient manages her diabetes with metformin pills (amount not specified) and insulin (type/ amount not specified). It is unclear if the patient made any changes to her diabetes management routine at the time of the alleged issue; however, on the following morning, stated she took an increased dose of metformin pills (500 mg). After, the patient claimed she felt symptoms of headache, blurry vision and light headed. The patient treated self with food and/ or drink. At the time of troubleshooting, the cca noted the subject meter had gotten wet. Replacement products were still sent to the patient. This complaint is being reported because the patient stated she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.